Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked and occluded catheter was confirmed, but the exact cause is unknown. A cropped radiographic image showed a pattern of what appeared to be 3-4 ribs. What appeared to be two separate catheter lines or structures that resemble catheter lines are visible in the image. What appeared to be a kink was observed in one of those structures. Whether the observed structure was in fact kinked and whether the observed structure was in fact the 4 fr s/l powerpicc solo could not be determined from the image. Subsequently, a 4 fr s/l powerpicc solo was returned for investigation. The catheter tubing extended 51.9cm from the distal end of the molded wing. A white colored residue was observed on the external surface of the device between the wings and the 4cm depth mark. A semi-circumferential crease was observed in the tubing at the 37cm depth mark. The catheter could easily be kinked at the 37cm depth mark. A functional test revealed that the lumen was patent to infusion; however, when the catheter was folded across the crease, fluid flow through the catheter ceased. At this time, based on the evidence provided with the returned sample, it is unknown what caused the reported event, but the catheter was most likely kinked during use. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that pt allegedly presented and occluded PICC unresponsive to two instillations of t-pa. Referred for port insertion. On cxr observed kink and redundant fold in catheter. Removed under fluoro. 06/16/2017 - facility reported that PICC became occluded following the diagnosis and therapeutic daltaparen was initiated. Presented at our clinic for tpa/unblocking which was unsuccessful. Cxray revealed PICC kink in subclavian area. PICC was removed and portacath placed. This file addresses the catheter kink.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay0129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient presented an occluded PICC that was unresponsive to two instillations of t-pa. The patient was referred for port insertion. On cxr observed kink and redundant fold in catheter. The catheter was removed under fluoro. On (B)(6) 2017 - facility reported that PICC became occluded following the diagnosis and therapeutic daltaparen was initiated. Presented at the facility clinic for tpa/unblocking which was unsuccessful. Cxray revealed PICC kink in subclavian area. PICC was removed and portacath placed.